Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: on-going.

Event description:
(B)(6). It was reported that the 14 day po valve is blocked.

Manufacturer narrative:
The valve was returned dry and without using the protective bag. When delivered for inspection, the valve was at 0 cmh2o pressure rating set. A visual inspection was performed and a scratch and bloody residue was identified but no other deformation or similar damage. In order to check a possible blockage of the valve, we performed a permeability test. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test showed that the valve was permeable but there was a bloody fluid that leaked from the valve. In the further course of the investigation, we adjusted the valve to step up and down all pressure levels in 5-step increments. The investigation showed that the valve was easy can be adjusted in all pressure step ranges. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function could be proven positive. The measured values of the braking force are within the permissible tolerance. Based on investigation results, the progav 2.0 showed no impairments. Dried invisible deposits inside the shunt assistant could have influenced the valve characteristics. No further action is required.